Event description:
It was reported that patient underwent partial knee arthroplasty in 2008. Subsequently, patient was revised in 2009, due to femoral loosening. All components were removed and the patient was then converted to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed september 3, 2009.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on september 25, 2009 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient and event. This report filed october 14, 2009.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2008. Subsequently, patient was revised in 2009, due to femoral loosening. All components were removed, and the patient was then converted to a total knee

Manufacturer narrative:
Manufacture date - 1/11/2008. This report filed october 23, 2009.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2008. Subsequently, patient was revised in 2009, due to femoral loosening. The femoral component was removed and replaced to a total knee.product identification was not provided until august 14, 2009.